Event description:
A hospital reported that there was no phaco during surgery. The cassette had already been primed without problems. There was a delay caused by having to change and re-prime the cassette. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 210cfr 803.56 when additional reportable information becomes available. (B)(4).